Event description:
It was reported that the non patient end of the needle was stuck in the hub with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: it was reported that the needle on npe were stuck to the plastic wall (hub) it did not come out of the hub through the wall. Consumer uses the new pen needle each time of his injection. He visually tests the pen needle to see if it is straight.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
H.6. Investigation summary: customer returned (6) 4mm, 32g pen needles (1 open without the tear drop label, 5 sealed) from lot # 8318592. Customer states that the pen needles were jammed and the needle on npe was stuck to the plastic wall. The open sample was examined and exhibited a broken non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. All sealed samples were also tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the non patient end of the needle was stuck in the hub with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: it was reported that the needle on npe were stuck to the plastic wall (hub) it did not come out of the hub through the wall. Consumer uses the new pen needle each time of his injection. He visually tests the pen needle to see if it is straight.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non patient end of the needle was stuck in the hub with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: it was reported that the needle on npe were stuck to the plastic wall (hub) it did not come out of the hub through the wall. Consumer uses the new pen needle each time of his injection. He visually tests the pen needle to see if it is straight.